Manufacturer narrative:
The field service engineer (fse) found a leak at the vent line tubing at the bottom port of the needle. He trimmed the tubing and affixed it to a new needle cartridge that fixed the leak. Upon recur of the failure mode identified; it is likely to cause erroneous results for all parameters due to carryover from incomplete venting of the needle vent line. (B)(4).

Event description:
The customer stated that there was a leak from the needle cartridge on the lh780 instrument. The volume of leak was 3 mls of blood and was not contained within the unit. There was no biohazard exposure to open wounds or mucous membranes.